Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 220 mg/dl. Two hours after dinner, the cgm continued to show 220 mg/dl. The patient then checked his bg using a meter, which indicated high mg/dl. At this time, the patient exhibited symptoms including fatigue, shakiness, chills, eye-rolling, and subsequently experienced a seizure. The patient¿s father administered an insulin injection and transported the patient to the emergency room (ER). Upon arrival, the patient¿s bg meter reading was 675 mg/dl, while the cgm continued to display approximately 220 mg/dl. The patient was treated with IV insulin and IV fluids. The patient was discharged on (B)(6) 2025. At discharge, the bg meter reading was 209 mg/dl, and the patient was no longer wearing a cgm sensor. At the time of reporting, the patient was stable and reported as ¿fine.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure. H6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.